Event description:
It was reported that during the laparoscopic liver resection procedure, the generator alarmed and displayed error code "5". Changed to another device to complete the case. There was no pt consequence. One device is returning.